Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse) was able to reproduce the issue and replaced the vio integrated electrosurgical generator unit (iesu) to resolve the reported issue. The system was tested and verified as ready for use. Isi did receive the iesu to perform failure analysis (fa). Fa was able to reproduce the customer reported complaint when the unit was placed on an in-house system and was run in normal mode. .

Event description:
It was reported that during a da vinci-assisted radical prostatectomy without lymphadenectomy surgical procedure, there were repeated errors c-30. System functionality was checked upon powering on the system, and system was fully functional. The issue happened around 40 minutes into the case. The procedure was completing as planned with no reported injury with a delay of about 10 minutes. Intuitive surgical, inc. (Isi) contacted the customer and obtained the following information: when the issue occurred, the customer tried replacing monopolar cables, instrument, using a different monopolar receptacle, reseating instrument carriage adapter, and restarting the erbe generator, but the issue persisted. A third-party generator (covidien) with a blue cable to link with the da vinci controls were used to complete the case.